Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, the system allegedly froze and screen went blank. It was further reported that the system screen turned back on displaying an error code. The procedure was completed with a core biopsy instrument. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this serial number and failure mode. Investigation summary: one encor enspire system was returned to service and repair, dymax for evaluation. The investigation is confirmed for the identified mechanical jam, as the plunger pins were found with dried saline causing the plunger pins to retract intermittently. Additionally, the investigation is unconfirmed for the reported system froze and screen went blank, as the reported issue could not be replicated during functional testing. Per the service evaluation, it was identified that the returned encor enspire system plunger pins were found with dried saline causing the plunger pins to retract intermittently. The failed plunger pins did not allow the test cassette to be removed from the system during functional testing. Although the dried saline was the root cause of the identified mechanical issue, the definitive root cause for the reported system froze and screen went blank could not be determined based upon the available information. It is unknown if procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: indications for use: the encor enspire breast biopsy system is indicated to provide breast tissue samples for diagnostic sampling of breast abnormalities. It is intended to provide breast tissue for histologic examination with partial or complete removal of the imaged abnormality. It is intended to provide breast tissue for histologic examination with partial removal of a palpable abnormality. Warnings: the encor enspire breast biopsy system must be properly grounded to ensure patient safety. The system is supplied with a medical grade power cord with ac plug. To minimize interference with other equipment, cables should be positioned in such a manner to prevent contact with other cables. Use of accessories not compatible with the encor enspire breast biopsy system may create potentially hazardous conditions. Only use encor and encor MRI drivers with script version 1.19 or greater, or encor 360 drivers with script version 1.05 or greater with the encor enspire breast biopsy system. The system is not compatible with earlier driver scripts. The script version is identified on the touch screen display during system initialization. Precautions: this equipment should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. Inspect accessories and cords for breaks, cracks, or other damage before every use. If damaged, do not use. Failure to observe this precaution may result in injury or electrical shock. Inspect tubing connections to the vacuum canister and vacuum tubing cassette to ensure proper vacuum levels are achieved and maintained during use.

Event description:
It was reported that during a breast biopsy, the system allegedly froze and screen went blank. It was further reported that the system screen turned back on displaying an error code. The procedure was completed with a core biopsy instrument. There was no reported patient injury.